Manufacturer narrative:
Per the clinic, the patient also experienced healing issue, ongoing pain and wound dehiscence at the implant site, exposing the receiver/stimulator. Subsequently, the patient underwent a revision surgery on (B)(6) 2025, for a washout and rotation flap repair procedure. Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site due to the tight wound closure. Subsequently, the patient was hospitalized (specific date not reported) and was treated with oral and IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.